Event description:
It has been reported to philips that the fluoroscopy was not working. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was not able to record fluoroscopy. Rse collected the information from customer, that both fluoroscopy and system was working full functionally without any issue after rebooting the device. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.